Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic gastroplasty at the 1st firing, the 1st clipping was shooted and the load locked. The reload was replaced to resolve the issue while the other components were continued to be used uneventfully. There was no patient harm.